Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical tests and x-ray examination did not reveal any indication of conductor fractures or internal shorts. Visual inspection of the lead did not reveal any anomalies.

Manufacturer narrative:
This product is registered as a combination product. The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the initial implant procedure, no sensing was observed on the right atrial (ra) lead. A new lead was implanted to resolve the event. The patient was stable with no consequences.